Event description:
Reportedly, the status led remains orange, and upon reception, a sound can be heard as if there is a broken piece inside the home monitor.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status led remains orange, and upon reception, a sound can be heard as if there is a broken piece inside the home monitor.